Manufacturer narrative:
Concomitant medical devices: 100ml baxter ndc 0338-0049-18, lot p340224, exp mar 2017, 0.9% sodium chloride injection; 30ml bd syringe; therapy date (B)(6) 2016. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a cracked male luer spin collar noted when disconnecting from the white lumen of a cvc to a heplock after completing an infusion of nafcillin, dosage and rate not provided. The tubing was replaced; there was no report of patient harm.

Manufacturer narrative:
The customer¿s report of ¿cracked spin collar on male luer¿ was confirmed. Visual inspection observed that the male luer spin collar was cracked. Dimensional analysis showed the mail luer tip was within specification. Functional testing could not be performed due to the damage on the male luer spin collar. However, using a lab extension with the same male luer component it was possible to replicate the failure. The probable cause of the male luer spin collar crack is the application of excessive force to the male luer while attempting to disconnect it from the mated female luer component.